Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,14-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 4 was failed to detect on bus. A field service engineer checked unit and identified issue with drawer 4 not responding. Performed cable reseat and debris removal. Drawer tested successfully with all pockets operational. Customer confirmed inventory accuracy. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.